Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event. The issue was discovered during testing.

Event description:
Information received a smiths medcial ambulatory infusion pumps/cadd legacy 1 pumps - 6400 is revealing constant beeping. No patient adverse events reported.

Manufacturer narrative:
Other, device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. The device was started in application, and no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.